Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer complaint of blood results reading "lo". No adverse event reported.

Event description:
Consumer complaint of blood results reading "lo". No adverse event reported.